Manufacturer narrative:
Patient age: - age at the time of event: 70-80. Weight at the time of event: normal bmi. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A search of the complaint file did not find any other report with the involved product code/lot# combination. See MDR 3013394970-2017-00172 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported insertion difficulty using the angio-seal device. The following information was provided by the user facility: (1) intro sheath peeled away and did not deploy on two devices. Additional information was received on june 19, 2017. Upon insertion of the sheath/dilator, the sheath peeled back from the dilator making it difficult to pass the sheath down into the artery smoothly. The transition of the sheath to the dilator was not flush. The green dilator smoothly entered the skin, the white sheath "crumpled" back making it too traumatic to the tissue to advance into the artery safely. A new pinnacle 6f sheath was placed in the artery and patient received manual compression closure. Minimal estimated blood loss. The sheath/ dilator (known as the arteriotomy locator) did click together. Patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the UDI no., the expiration date and the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.